Event description:
It was reported that the tip of the awl broke off. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The additional evaluation revealed that the awl has the tip is broken off and the remaining edges are blunt. On the handle we can see some scratches, marks and over all the worn out color of the device shows us, that this instrument has been often used over the years (sold in 2003). Unfortunately the broken part was not returned to us. Further investigation showed conformity of the article in question to the company specification and no apparent fault of material or manufacturing was detected. Therefore we determine the complained malfunction as normal wear and tear caused due to frequent use. No product fault could be detected.